Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed acute coronary syndrome. The index procedure treated one 80% stenosed, 3.0x16mm lesion of the proximal circumflex. Treatment consisted of predilation and placement of a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. In 2009, the patient presented to the hospital with left sided chest pain and was admitted. Troponin t levels were negative. ECG showed no ischemic pattern, but did show complete right bundle branch block and sinus bradycardia. The patient's heart rate varied from 40-53 beats per minute. He was given non-steroidal anti-inflammatory medications. Four days later, the event was reported to be resolved with no residual effects and the patient was discharged.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.